Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field field service engineer (fse) had been onsite, confirm the error 86 after hard cycle, and the error log had been checked and this error, point to the battery of patient side cart (psc), or related to apb board. Fse exchanged mgps and gpd board. The new battery be charged 14 hours so that ensure the problem be solved. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, error 86 occurred, and all battery indicators were red. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site check the power cable, wall plug and reseat the plug, but the issue was not resolved. Site elected to abort the da vinci procedure and continue with laparoscopic surgery. Da vinci system was not used on the patient.